Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: not performed as no lot information was provided.  Complaint history review: not performed as no lot information was provided.  The following devices were also listed in this report: acetabular shell; cat# unknown; lot# unknown. Femoral head; cat# unknown ; lot# unknown. Femoral stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the allegation of 'infection that led to revision' for patient's left hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or re-operated on as reported.